Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, poor connection; it connected firmly but rotated backward during use. Additional information: how can I identify the failure? Check rotation when connected. Was the failure identified during priming or infusion? If during infusion, how long after the infusion started? At the time of connection please confirm what substance was being infused at that time. Unknown at present was there any harm to the patient? None. Was the amount injected insufficient? No, we were not told that.